Event description:
A report was received that the patient was given an injection for an unknown reason. It was mentioned that the patient was experiencing pain at the back near the lead area. The patient suspects that the lead may have been hit. No further information could be obtain at this time.

Manufacturer narrative:
Additional information was received that the patient was given an injection for a new pain. The patient was reprogrammed and was reportedly doing well.

Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 18258344, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was given an injection for an unknown reason. It was mentioned that the patient was experiencing pain at the back near the lead area. The patient suspects that the lead may have been hit. No further information could be obtain at this time.